Event description:
The 6 mm x 15 cm trufill dcs orbit (638cf0615/13375861) coil fractured during manipulation when attempting to insert into an anterior communicating (acom) aneurysm using an excelsior sl10 preshaped c boston scientific microcatheter (mc). The event occurred during withdrawal for repositioning in the aneurysm. An attempt was made to pull the coil out with a snare (ev3) and micro guidewire. The entire coil was not removed and an enterprise vrd was used to treat the fractured coil. Post procedure medical therapy included tirofiban. It was reported that immediately after the procedure, the pt seemed "sound"; however, during recent f/u angio, abnormal vessel occlusion was found. It was reported that it is unk if the enterprise was involved in the vessel occlusion. It is not known if there was resistance during repositioning prior to the event. The mc was not re-shaped prior to use, a continuous flush was maintained through the mc. It was reported that there was no resistance during advancement of the coil through the md; however, it was indicated that there was resistance at the distal shaft. No further info has been obtained.

Manufacturer narrative:
The lot number was not provided for the device, therefore, a DHR could not be performed. Additionally, the product remains implanted. Total occlusion of a treated vessel is a known potential adverse event related stent implantation. Based on the limited info regarding the reported vessel occlusion, no conclusion can be made regarding the relationship to the device or pt/pharmacological/procedural factors that may have contributed to the reported vessel occlusion. The enterprise stent remains implanted and the lot number is not known; therefore, a device history record review cannot be completed. This is one of two products used during the same procedure on the same pt, which is associated with mfg report #1058196-2009-00204.